Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In 2008, the patient was implanted with three gore excluder aaa endoprosthesis in an endovascular procedure to repair an abdominal aneurysm. Post-procedure (unknown date) the patient was assessed to have lack of blood flow to his right limb. A follow-up CT scan (unknown date) showed that the contra-limb had been landed too far proximal of the flow divider in the trunk-ipsi. Inadequate blood flow on the ipsi-side of the endovascular graft system was the result. The patient returned to the hospital (unknown date) where an unidentified procedure was done to re-establish blood flow and remove a blood clot. On the following month, a second endovascular procedure was performed and a palmaz stent placed was placed in the proximal end of the gore excluder aaa endoprosthesis trunk-ipsi to maintain adequate blood flow. The patient tolerated the procedure.